Event description:
It was reported that when the 3.0 x 18 mm xience prime stent delivery system was advanced into the guiding catheter, strong resistance was met with the inner lumen of the guiding catheter. The sds was retracted and the stent implant was found to have flared struts, and some form of foreign material was found to be attached to the implant, which is believed to be from the guiding catheter. The sds was not used for further procedure. A new xience prime stent delivery system was used to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion, runthrough extrafloppy; guide cath: launcher la6sl3.5. Evaluation summary: the device was returned for evaluation. Stent implant damage, contamination/foreign material on device, and difficult to position/guiding catheter resistance were confirmed. As the materials on the stent implant are known materials used during manufacturing of guiding catheters, they likely transferred to the stent implant as a result of interactions with the guiding catheter as resistance was met. Based on visual, dimensional, functional, and chemical analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.